Event description:
It was reported that the pt experienced worsening of symptoms of spastic paraplegia. The catheter was determined to be fractured and occluded at the site of the fracture. The catheter was replaced. The pt received without sequela. The pump was used to deliver baclofen.